Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the lead was placed back to the desired location. The patient was doing well postoperatively.